Manufacturer narrative:
(B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported a power on reset (por). A CT scan could have been related to the issue. The rep was unsure when exactly the CT occurred, but knew it was not related to the implantable neurostimulator (ins). It was noted the patient did not turn the ins off prior to the CT. The rep stated she met with the patient on the morning of the report and cleared the por, but did not get the por code. An email was sent to the rep on how to clear the informational pors with the patient programmer. This was believed to have occurred a week prior to the report. The patient had also reported the controller was not working and was not charging the device. The patient said she would probably seek medical treatment. There were no applicable symptoms reported. Relevant medical history included post lumbar laminectomy syndrome.